Event description:
Medline makes a latex free silicone catheter which has a hard, pointed reasonable sharp and unmovable tip. This catheter is fine for ladies, but the immovable tip with its rigid sharp point will occasionally not pass around the curve of the prostatic urethra and will penetrate the mucosa and raise a flap. This is an injury and requires urological management. That occurred to my pt and I needed to send him to another hospital for urological care.